Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection confirmed the threaded tip to be fractured. The fracture tansversed diagonally across the multiple threads. The fractured portion was not returned. Sporadic scratching was observed on all parts of the shaft. Sem and xrf analysis confirmed that inserter material to be consistent with 455 stainless stell alloy. The fracture surface features of the threaded inserter align with those reported in zrm_wa_0491 summary of failure analysis of threaded inserter tip fractures. The common failure mode for the threaded inserter tips presented in this summary is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04150. 0001825034 - 2020 - 04152.

Event description:
It was reported that each of these instruments from previous tha procedures have been broken intra-op from force and stresses over multiple uses. Each broken instrument was recovered and put back in the instrument trays for examination. Attempts have been made and no further information has been provided.